Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the buttons on his insulin pump was not responding. He stated that the down button was stuck and the insulin pump would automatically scroll down. Customer's blood glucose was 68 mg/dl. The customer could not recall any significant events leading to keypad issues. The customer was advised to disconnect from his insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on the keypad traces. No stuck buttons were noted. The insulin pump had a cracked case at a display window corner, minor scratches on the display window and a cracked reservoir tube lip.